Event description:
The patient reported that the keypad buttons are intermittently not responding to presses. The patient confirms that the pump keypad is intact and the pump is not exposed to water. The patient reportedly wore the pump in a case on the outside of clothing and did not clean the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the keypad buttons were found to be responding appropriately to button presses. The keypad was removed and no defects were found to the button contacts.